Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also lost pump. The customer reported blood glucose value of 40 mg/dl. The customer reported , hypoglycemia treated with glucagon at emergency room and also had stomach flu. The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was partially performed. It was unknown whether customer used the pump within 48 hours of reported event and it was unknown whether auto mode feature was active at the time of event. No further patient complications were reported. The customer discontinued the use of the insulin pump. No product return is required for mmt-332a. Product return requested for mmt-1884. Customer declined to return, or is unable to return. No product return is required for unomedical.

Manufacturer narrative:
The pump passed, the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the formatted history file. Lost sensor 1 alert (780), was found on: 09/22/2024, 12:11:00.000; 09/22/2024, 12:21:00.000; 09/22/2024, 14:47:00.000; 09/22/2024, 14:57:00.000; 09/22/2024, 19:51:00.000; 09/22/2024, 20:01:00.000. Sensor expired alert (794), was found on: 09/23/2024, 06:25:31.000; 09/23/2024, 06:35:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly, after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted, during testing. The pump was received, with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received, without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a scratched case. The pump passed, all the required testing. Unable to verify, customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported, that she had a stomach flu and skipped lunch. And had a low blood glucose. Low was treated with glucagon and the paramedics were called on (B)(6) 2024 at 4pm, for a low of 40mg/dl. Customer was not taken to the emergency room. Customer declined further troubleshooting. Pump was lost at the time, so it was not used. Smartguard was not used. Customer will discontinue the pump. Pump is returning for analysis.